Manufacturer narrative:
(B)(4).

Event description:
Procedure: stress urinary incontinence. According to the reporter: the pt alleged injury.

Manufacturer narrative:
Medtronic complaint report:(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's attorney alleged a deficiency against the device resulting in an unspecified adverse outcome. Product was used for therapeutic treatment. Reason for surgery: stress urinary incontinence and hypermobile urethra procedure (s) performed: suburethral sling placement using prolene mesh graft and cystoscopy concomitant implants (products used at the same time): gynecare tvt device complications post implantation: bladder is leaking, cannot urinate, vaginal infection, bladder frequently urinary tract infections, vaginal discharge. Lower back pain with radicular symptoms. Vaginitis, pruritus, yeast infection, urgency, incontinence. Cystitis, urinary frequency, urgency, dysuria, suprapubic pain. Low back pain, stress urinary incontinence with laughing, sneezing and cough, dribbling, urgency and overflow, rectocele, cystocele, nocturia, urge incontinence. Overactive bladder, urge incontinence, stress incontinence, rectocele, and cystocele.